Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is that there was an obstruction that prevented the anchor from posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: interventional radiology manager. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor became stuck in the sheath. The entire device was removed, and pressure was held. There was no blood loss. Additional information was received on 17aug2023: the procedure was a mesenteric embolization using a 5fr sheath. There were no difficulties with the arterial access, sheath, guidewire or catheter insertion. The whole device pulled out. A pre-deployment angiogram was performed. The patient was stable.